Event description:
It was reported that the customer received a temperature alarm. The surrounding temperature was approximately 70 degrees. Reportedly, customer was temporarily unable to clear the alarm. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.